Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) could not get telemetry with the programmer. It was noted that at the application of the radiofrequency head a continuous tone could be heard and that one single light-emitting diode on the head was visible. Another device check was to be scheduled. The device is still in use. No patient complications have been reported as a result of this event.